Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix bent. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and was non-functional. A lead revision procedure was attempted, however there were high thresholds and low r-waves observed at multiple fixation sites, as well as concern about a helix/tissue interface problem. In addition, the lead exhibited high impedance values. The lead was removed and replaced. No patient complications have been reported as a result of this event.